Event description:
Customer reports that after treatment had terminated, the couch retracted somewhat, but not completely, from the radiation unit. (The helmet was not in the treatment position). The staff followed the emergency procedure. The emergency procedure worked as intended. The pt was removed from the couch.